Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. The customer resumed insulin delivery without changing any supplies. System check was performed and the pump performed as intended. The customer stated that the cannula was not compromised due to being able to resume insulin without the need to change the infusion set site. Reportedly, the pump is worn inside the customer's pocket. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.